Manufacturer narrative:
As reported, the sorbafix device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Additional information has been requested. The instructions-for-use include with the device recommend the following: 1. Place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. 2. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. 3. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area." Addendum: h11: this is an addendum to the initial MDR submitted to document the results of device evaluation and to correct the date of event. The sample was returned for evaluation. Visual examination of the sample noted the mandrel to be bent and blunt. During the sample evaluation, the remaining two (2) fasteners in the device were in good condition and deployed with no issues. Evaluation of the sample did not reproduce the reported failure to fire into the mesh. No manufacturing anomalies were found and a review of the manufacturing records found that the lot was manufactured to specification. Based on the investigation performed and the sample evaluation performed the root cause of the bent mandrel was determined to be due to forces applied to the device while in use. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic primary ventral hernia (umbilical eventration hernia) repair procedure on (B)(6) 2020, co2 pneumoperitoneum was set and three trocars were inserted. The sorbafix enhanced device was used for fixation of a non-bard/davol mesh without hydration into the abdominal aponeurosis. Counter pressure was applied to the distal end of the device using contralateral hand and the fastener did not fixate on to the mesh during deploying the third fastener. It was reported that the device did not function properly; did not make a "cracking noise" prior to the problem and fixation was not performed on top of or in conjunction with another device. Also, the device was cycled in the air to see if any more fasteners could be deployed. It was also reported that six or seven staples fell into the patient's abdomen, all of which could not be recovered. The surgeon used a non-bard/davol fixation system to complete the procedure. It was reported that no immediate consequences were detected for the patient; however, risk of long-term consequences due to the presence of staples in the abdomen, risk of obstruction and perforation of the digestive system may occur. In addition, this resulted in several minutes of lengthening the surgical procedure.

Manufacturer narrative:
As reported, the sorbafix device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Additional information has been requested. The instructions-for-use include with the device recommend the following: place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counter-pressure. Adjust angle and counter-pressure appropriately. Compress hand-piece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area." Note, the date of event is reported as a best estimate ((B)(6) 2020) based on the date of awareness. If/when the sample is received and evaluated or additional information is provided, a supplemental emdr will be submitted.

Event description:
As reported, during a laparoscopic procedure of umbilical eventration hernia repair, while fixing the two-sided plate (mesh), the sorbafix enhanced did not catch on the plate (mesh). It was also reported that six or seven staples fell into the patient's abdomen, all of which could not be recovered. The surgeon used another non bard/davol fixation system to complete the procedure. It was reported that no immediate consequences detected for the patient. This resulted in several minutes of lengthening the surgical procedure.